Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a carotid arterial stenting interventional procedure using an 8f sheath. Reportedly, the suture broke at the base of the knot. The suture was cut and removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that contribute to suture detachment may include, but are not limited to, suture nick/damage, user technique (tensioning angle not coaxial). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.